Event description:
It was reported, that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. Patient condition was stable throughout.

Manufacturer narrative:
Field event of premature depletion was not confirmed. The device in normal range of operation with no anomalies noted was returned in one piece for analysis. Review of session record, electrical functions, and assessment of total longevity were normal with anomalies found.